Manufacturer narrative:
This report is a supplemental to 1218950-2025-000015 due to incorrect registration number used. A philips technical consultant (tc) went to the customer site to evaluate the reported issue. The tc reviewed the clinical audit logs and found that the system was providing an inop and sound played as intended during the suggested timeframe. The logs also show that someone was acknowledging the alarms from the pic ix. Additional testing was performed to confirm "ECG leads off" inop alarming was functioning as designed. It was determined that the system was functioning as intended during the suggested timeframe and alarms were being physically acknowledging. Additional testing confirmed the "ECG leads off" inop alarming was functioning as designed.

Event description:
It was reported that the pic ix system is not alarming. The device was in use on a patient at the time of the event. There was no adverse event reported.